Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/13/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that they found that the orange shield was making stains on the other part of the syringe. The returned syringe was examined and exhibited an orange piece of material caught in between the barrel tip and hub. As this material was being prepared for ftir spectral analysis, the material was lost and no spectral data could be acquired. Unable to perform DHR check for foreign matter on shield due to unknown lot number. Root cause cannot be determined at this time as the material was lost during sample preparation for ftir analysis.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe experienced foreign matter on device cannula / needle or any fluid path. It was reported before use "when unpacking, the customer found that the orange shield was making stains on the other part of the syringe (the orange color of the shield was transferring).¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe experienced foreign matter on device cannula / needle or any fluid path. It was reported before use "when unpacking, the customer found that the orange shield was making stains on the other part of the syringe (the orange color of the shield was transferring).¿